Event description:
The distributer contacted animas on (B)(6) 2012 stating that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no further information regarding the complaint available at this time. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The audio bolus button was difficult to press.